Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). Original surgery was approximately one year ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the original fracture did not heal correctly. A revision surgery was performed on (B)(6) 2017 where all the original tfna implants were removed. The patient was revised to a new tfna construct. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 20-oct-2014, expiration date: 30-sep-2024, part #: 04.037.060s, lot#: 7819850 (sterile)-10 mm/130 deg ti cann tfna 400 mm/right-sterile. Quantity 6. Inspection sheet for in-process/inspect dimensional/final ns063032 rev: b met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - 9079348, 04.037.912.4 - wave spring, shim ended bp-55 lot - 7435805, 04.037.912.3 - tfna lock drive bp-58 lot - 7696040. The 21127 - raw material lot bp-80 lot ¿ 7728706. Raw material was received from (B)(4). Product certification for titanium and raw material receiving/putaway checklist met specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had an original surgery approximately one year ago, for treatment of a femur fracture due to a motor vehicle accident using the trochanteric fixation nail advanced (tfna) system. Patient was implanted with one (1) tfna ti cannulated nail, one (1) lag screw and one (1) distal locking screw. On an unknown date, postoperatively, patient presented with a femoral malrotation following intramedullary nail fixation. The original fracture did not heal correctly. A revision surgery was performed on (B)(6) 2017 where all the original tfna implants were removed. The patient was revised to a new tfna construct. It was reported that no fragments were generated during implant removal and implants were reported in good condition when explanted. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This complaint is for three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.